Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (ess205) inserted for sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning, and she suffers damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('coils had perforated the uterine wall') in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with essure removal surgically in 2017. Essure (ess205) was removed in 2017. At the time of the report, the uterine perforation had resolved and the abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue and uterine perforation to be related to essure (ess205). The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning, and she suffers damages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2022: the follow information were included consumer's reporter updated, physician's reporter, patient's details updated, stop date, fatigue, abdominal pain,previous adverse event "medical device removal" was updated to uterine perforarion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ('coils had perforated the uterine wall') in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal surgically in 2017). Essure (ess205) was removed in 2017. At the time of the report, the uterine perforation had resolved and the abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue and uterine perforation to be related to essure (ess205). The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning, and she suffers damages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (ess205) inserted for sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning, and she suffers damages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("coils had perforated the uterine wall") in a female patient who had essure (ess205) inserted for sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009 she experienced abdominal pain ("abdominal pain"), fatigue ("fatigue / tired"), arthralgia ("pain in joints"), skin disorder ("skin problems") and heavy menstrual bleeding ("heavy menstrual bleeding"). Essure (ess205) was removed in 2017. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgically in 2017). At the time of the report, the uterine perforation had resolved. The outcomes for abdominal pain, fatigue, arthralgia, skin disorder and heavy menstrual bleeding were unknown. The reporter considered abdominal pain, arthralgia, fatigue, heavy menstrual bleeding, skin disorder and uterine perforation to be related to essure (ess205) administration. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning, and she suffers damages. Removal was performed at the patient's request, the primary reason for removal were adverse events abdominal pain, tired, pain in joints and skin problems. Heavy menstrual bleedings, onset date 2009. The device was not located in correct location, it was in tubal or uterine perforation. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2022: questionnaire essure device removal received and the follow information were included joint pain, skin disorder, heavy menstrual bleeding, onset date added to fatigue and abdominal pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.